Manufacturer narrative:
The most likely root cause is a defective compressor. No service activity has been performed yet on the device. It is likely that the device will not be repaired. A complaints database review was performed and revealed that revealed no similar event since unit installation in 2017. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in april 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than two years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that heater-cooler system 3t fuses tripped when compressor was turned on and repeatedly also when breaker was reset. The issue occurred when the machine was in service. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in stoke on (B)(6) united kingdom. Most likely the issue could be traced back to refrigerant gas loss that led to compressor failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.